Manufacturer narrative:
This report is submitted on april 12, 2018 by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported the patient experienced pain and a performance decrement with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.